Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the device was explanted after an implant duration of approximately 135 months, due to aortic regurgitation caused by deterioration of the prosthetic valve. Note that the patient also underwent native mitral valve replacement during the surgery. The operative report indicates, " deteriorated and degenerated aortic bioprosthetic valve. There was separation of the right coronary cusp from the annular rim and wide open aortic insufficiency. The prosthesis was removed by pulling each individual suture, recovering pledgets and debriding the annulus...the patient was transferred to the critical care in satisfactory condition".

Manufacturer narrative:
(B)(4) = device discarded, will not be returned additional manufacturer narrative: the device history record (DHR) review results will be reported once completed. Bioprosthesis degeneration can be caused by many factors ( e.g. Calcification, pannus, thrombus, patient condition...etc). Without evaluation of the subject device (discarded), the root cause of the alleged degeneration cannot be positively identified.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed and there was no nonconformance found related to this event.